Manufacturer narrative:
B3: date of event: there was additional information that this case could have taken place in 2023, and we completed a good faith effort to clarify, but the information could not be confirmed. D4: model number, catalog number, and unique identifier (UDI): there was additional information that the size of the embold? Fibered coil could have been 14mm x 50cm. We completed a good faith effort to clarify, but the information could not be confirmed. A 14mm x 50cm embold? Fibered coil corresponds to model number/catalog number: m001394240140500 and incomplete UDI: (B)(4). Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil stretched and broke, and snaring was required to remove the device. A 2mm x 4cm embold? Fibered coil was selected for use in an embolization procedure to treat a bleed. During the procedure, the coil stretched and unraveled. After the coil stretched, it could not be advanced or retracted. The coil was able to be snared from the patient's body. The device broke inside the patient and was removed in multiple pieces. The procedure was completed using an alternate device. There were no patient complications as a result of this event. It was further reported that the patient was being treated for a large hepatic pseudoaneurysm. Numerous embold? Coils were used. This was the final coil used in the procedure. There is a possibility that the embold? Fibered coil was actually a 14mm x 50cm; however, this information could not be confirmed.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil stretched and broke, and snaring was required to remove the device. A 2mm x 4cm embold? Fibered coil was selected for use in an embolization procedure to treat a bleed. During the procedure, the coil stretched and unraveled. After the coil stretched, it could not be advanced or retracted. The coil was able to be snared from the patient's body. The device broke inside the patient and was removed in multiple pieces. The procedure was completed using an alternate device. There were no patient complications as a result of this event.